Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint-handling database identified no other incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient pathology/morphology (pre-existing leaflet incision) and procedural conditions due to difficulties with visualization during the procedure. The patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the second implanted clip (50304u131) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, and the patient remains hospitalized. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip (50123u138) was implanted centrally on the mitral valve leaflets; however, due to a pre-existing incision lateral and medial on the valve, there was not a sufficient tissue bridge and the mr remained at 4. The decision was made to place a second clip lateral of the first one. The second clip (50304u131) was positioned on the leaflets and the mr was reduced to 2; therefore, the clip was deployed. It was noted that the guide created a shadow on the second clip which made visualization difficult. The second clip remained stable on both leaflets during the deployment steps; however, after a few minutes the mr increased. It was observed that the second clip had detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). There was not enough space on the lateral side of the second clip; therefore, an additional clip could not be attempted to stabilize the slda clip and reduce mr. The procedure was aborted with the two clips implanted and the mr remained at 4. The patient was confirmed to be stable, remains hospitalized and further treatment is under discussion. The patient is being considered for mitral valve replacement surgery. No additional information was provided.